Event description:
Customer reported a delivery issue with his precision xtra meter and not able to test his blood glucose for almost a year. Customer reported experiencing symptoms of dry mouth, blurred vision and sleepiness. Customer reported going to health center where he was diagnosed with severe hypoglycemia and being treated with insulin and intravenous solution.

Manufacturer narrative:
This is a final report, no further investigation is required. Complaints are monitored through trending, and periodic failure mode investigation.